Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.